Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a bariatric procedure, when activating the button, releasing the energy to the bottom part of the jaw, in other words, the part that vibrates and heats, it broke in half and fall inside the patient´s cavity. The surgeon finalized the procedure using an electric scalpel. The surgeon retrieved the part inside the patient, in the same surgery, with a forceps. There were no adverse consequences for the patient.